Manufacturer narrative:
It was reported that the battery was unable to connect to the controller and provide power. The battery (bat317961) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. The battery was able to adequately connect and provide power to a test controller. In addition, no issues were identified with the mechanical connection between the battery and a controller. As a result, the reported event could not be confirmed or duplicated during testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was unable to connect properly to the controller and provide power. The battery was exchanged. The patient is a participant in the ventricular assist device (vad) destination therapy trial improved blood pressure clinical study. No patient complications have been reported as a result of this event.